Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing leading into inappropriate shocks. Additionally, loss of capture (loc) was also noted. The health care professional (hcp) indicated the patient was going to be transferrin to the facility where the device implanted. Boston scientific technical services (ts) recommended to page a local field representative for further testing in person. This ICD remains in service. No additional adverse patient effects were reported.